Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove needle guard event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was high 380 mg/dl and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011593, in question was manufactured at the reynosa site. The lot 6011593 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14, on 06/feb/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5a04158 was manufactured according to the (wi) version 66 and manufactured in the sc08, on 04-feb-2025, with a total of (B)(4) units. The lot 5b00077 was manufactured according to the (wi) version 66 and manufactured in the sc08, on 20-feb-2025, with a total of (B)(4) units. The lot 5b00052 was manufactured according to the (wi) version 66 and manufactured in the sc05, and sc06, on 06-feb-2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5a04034 was manufactured according to the (wi) version 34 welding in the machine ls24, and ls25, on 29/jan/2025, with a total of (B)(4) units. The lot 5a04041 was manufactured according to the (wi) version 34 welding in the machine xxxx & xxxx, on 01/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5a03999 was manufactured according to the (wi) version 37 in the gluing of connector in the line 03, on 28/jan/2025, with a total of (B)(4) units the lot 5a04001 was manufactured according to the (wi) version 37 in the gluing of connector in the line 03, on 29/jan/2025, with a total of (B)(4) units the lot 5a04007 was manufactured according to the (wi) version 37 in the gluing of connector in the line 03, on 01/feb/2025, with a total of (B)(4) units the lot 5a04008 was manufactured according to the (wi) version 37 in the gluing of connector in the line 03, on 01/feb/2025, with a total of (B)(4) units the lot 5a04004 was manufactured according to the (wi) version 37 in the gluing of connector in the line 03, on 03/feb/2025, with a total of (B)(4) units conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.